Event description:
Pt had surgical procedure to test suspected nonfunctioning lead of implantable pulse generator, initially inserted on (B)(6) 2016. Upon testing, the impedances of the left lead were found to be out of within normal limits, and it was determined the lead needed to be replaced. After speaking with the physician, he states the lead showed no evidence of damage, fracture or migration, and the battery was functioning appropriately. He added he has never had a lead simply not work less than a year after insertion. Lot number: because lead was placed last year and original packaging is no longer available, will include both lot numbers of the two leads noted in the operative report from the insertion on (B)(6) 2016: lot #va18xrz021 and #va18xrz022. (The lot numbers were not specified with which lead they correlate.)